Event description:
A customer reported all materials in a system kit were in (B)(4) and as a result of being unable to read the owners manual, she couldn't test her blood glucose, which resulted in a medical episode. The customer reportedly experienced lightheadedness, dizziness, loss of vision and also lost consciousness. Neither self-treatment nor third-party medical intervention was reported. There was no report of death or permanent impairment associated with this medical event.

Event description:
The customer reported the ventilator would not operate on ac power. The manufacturer's service technician was able to duplicate the reported problem. The service technician replaced the power supply to correct the reported problem. Performance verification testing was completed and tests passed to operating specifications. If a failure of the power supply occurs during use and the ventilator shuts down, an audible power fail alarm will activate.

Manufacturer narrative:
Customer's returned packaging was returned opened/incomplete and thus it cannot be determined whether tampering has taken place. This is a final report.

Manufacturer narrative:
This is an initial report. A follow-up report will be submitted once additional information is obtained. Note: the device manufacture date is unknown.